Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was fluid in the battery compartment and the home screen did not appear on the display. The customer¿s blood glucose level was unknown. Customer states battery cap was not damaged. Troubleshooting was assisted. The customer was advised to revert to the back-up plan. The device will be return for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Insulin pump powered up properly after battery installation. No blank display noted during testing. Moisture damage was found on the electronic assembly during visual inspection. No moisture damage was found on the motor/force sensor/keypad assembly.